Event description:
It was reported that approximately seven weeks ago had initial surgery. She had a peri prosthetic acetabulum fracture. Revised the acetabulum.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown shell was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided, further information is needed.

Event description:
It was reported that approximately seven weeks ago had initial surgery. She had a peri prosthetic acetabulum fracture. Revised the acetabulum.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 50mm psl shell.an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).